Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 15 cm distal to the df4 connector pin. All fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection showed multiple signs of wear along the lead fragments. In particular around 15 cm proximal to the lead tip the insulation was found worn through which can be considered the root cause of the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Due to the extent of the extraction damages and the tissue residuals it is assumed, that the lead was significantly ingrown which may have affected the leads motion. Diagnostic images clarifying this assumption were not available. The deformations of the conductor coil and the shock coil most likely resulted from tensile forces applied during the retraction procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 44 months, it was reported that there was a high impedance on the right ventricular lead.